Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 2 days after usage. No patient injury was reported. There were no missing pieces on the balloon. Upon evaluation, a mushroom shaped balloon was confirmed on the catheter.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 2 days after usage. No patient injury was reported. There were no missing pieces on the balloon. Upon evaluation, a mushroom shaped balloon was confirmed on the catheter.

Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as cause unknown. Visual evaluation noted that the balloon was cuffed. No others defects were observed. Per functional evaluation the balloon was inflated 15cc of air using a syringe and the balloon deflated. The catheter balloon was then inflated with a 10ml mixture of tap water and blue methylene using a syringe and it was deflated due to a balloon pin-hole. However, the defect of balloon cuffing was confirmed during the visual evaluation of the sample received. Per dimensional evaluation the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).